Manufacturer narrative:
The following device history review was conducted based on lot numbers using matching smartsite ID numbers. D4: medical device lot #: 22095501. D4: medical device expiration date: 12sep2025. H4: device manufacture date: 12sep2022. D4: medical device lot #: 22095502. D4: medical device expiration date: 14sep2025. H4: device manufacture date:14sep2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023. Investigation summary: four samples were received for quality investigation. Only one sample matched the material number 2432-0007 reported in the complaint. The customer complaint of component damage - leakage was verified by visual inspection. The infusion set was visually inspected for any damages or defects to the components of the assembly. There were no noticeable damages or defects. The infusion set was then primed with water and blue color dye, and placed in an alaris pump to simulate an infusion at a pumping rate of 200 ml/hr. During the simulated infusion a leak was noticed at one of the filter vents. The lot number for the product was reported as unknown. The following device history review was conducted based on lot numbers using matching smartsite ID numbers. A device history record review for model 2432-0007 lot number 22095501 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2432-0007 lot number 22095502 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was forwarded to the filter manufacturer for further investigation of the vent leakage issue. The filter manufacturer sterilized and treated the filter to restore the hydrophobic properties of the filter vent. After the treatment of the filters, and allowing it to dry, the filters were then primed, and it was verified that the hydrophobic properties were restored. Based on the findings of the filter manufacturer, the root cause for the failure could not be fully determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn noticed some wetness on tpn filter during assessment. Dried filter and wrapped paper towel around it to assess leakage. A few mins later, paper towel with wet spots.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2023 was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn noticed some wetness on tpn filter during assessment. Dried filter and wrapped paper towel around it to assess leakage. A few mins later, paper towel with wet spots.